Manufacturer narrative:
During a site visit by abbott field service representative (fsr) troubleshooting was performed which included replacing parts and performing maintenance to optimize the system. The fsr replaced the cuvette drying tip (ln 09d51-02) which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c16000, serial number (B)(4), service history revealed no additional reports of inconsistent or erratic results. A 12-month review of historical data for the cuvette drying tip revealed no trends or systemic issues. The monthly product monitoring review for the architect c16000 systems found no systemic issues or trends for erratic/discrepant results. The architect system operations manual provides adequate labeling regarding maintenance, component replacement, limitations of result interpretation, patient result flagging, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4), or the cuvette drying tip (ln 09d51-02).

Manufacturer narrative:
Patient information: patient identifier - multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely depressed sodium (na), potassium (k), chloride (cl), and calcium (ca) on 5 patients generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6), k= 2.5 / 4.0 (3.5-5.1 meq/l), cl = 67 / 108 (98-107meq/l); sid (B)(6) na=107 / 140(136-145meq/l); sid (B)(6) na = 101 / 137; sid (B)(6) cl=68 / 109; and sid (B)(6) na = 116 / 134. There was no reported impact to patient management.